Event description:
After a dental impression using the 3m espe product 3m espe impregum penta a patient suffered from strong swelling of the lower jaw and formation of aphtae which got progressively worse within two days. After several days the symptoms completely vanished. Currently the patient is free of symptoms.

Manufacturer narrative:
The suspect device noted in this report has not been returned to 3m espe until the date of this report. This product has been assessed for biocompatibility and has been found to be safe for its intended use.